Manufacturer narrative:
Li y, chen sh, guniganti r, et al. Onyx embolization for dural arteriovenous fistulas: a multi-institutional study. Journal of neuro interventional surgery. February 2021. Doi:10.1136/neurintsurg-2020-017109. If information is provided in the future, a supplemental report will be issued.

Event description:
Li y, chen sh, guniganti r, et al. Onyx embolization for dural arteriovenous fistulas: a multi-institutional study. Journal of neuro interventional surgery. February 2021. Doi:10.1136/neurintsurg-2020-017109. Medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to carry out a multicenter study to determine the predictors of complications, obliteration, and functional outcomes associated with primary onyx embolization of dural arteriovenous fistulas (davfs). A total 146 patients were included (mean age 60, 59 patients were female). The following intra- or post-procedural outcomes were noted:  - there were 4 instances of patient death, three of which were said to be davf-related. None of these were attributed to procedural complications.